Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2023-72827. It was reported that the patient presented with a scab near the incision due to pocket infection during a follow-up in clinic. The pacemaker and the left ventricular lead were explanted. The pacemaker is being used as a temporary pacer to bridge the time to a re-implant. The patient was in stable condition.